Event description:
The pt reported they have high blood pressure when the scs system is turned on; the pt has experienced double vision, loss of appetite and weight loss. A cardiologist has been consulted and tests were done. The system has worked for pain relief; pt blood pressure decreases when the system is turned off. Lead placement is in the middle of the back; her physician has suggested device removal. Add'l info was requested from the physician. The hcp reported that it is unclear how the scs is involved; currently the pt is leaving the stimulator turned off and is using supplemental oral pain medication. No device troubleshooting has been performed to date. The pt lead placement is at the bottom of t7. At follow-up, the pt condition is unchanged and stable. Add'l tests have been ordered by the physician pending insurance approval; blood work, CT scan and x-rays of the abdomen are anticipated.